Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door had experienced random failures. A field service engineer had successfully replaced the latch for door 2, resolving the issue. The system functioned as intended after the field service engineer had resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 2 had experienced an issue and could not be recovered. The customer reported that a malfunction had happened while the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this event.